Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device turned gray and experienced interference, and an error code appeared. The issue was found during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad outer tube a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error code and image problems were caused due to a bad outer tube. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.